Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-extension upn: m365sc2218500, model: sc-3138-25, serial: (B)(6), batch: a26016, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) and lead extension were revised for an unknown reason. Additional information revealed that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties, as the battery was unable to hold a charge for a full day. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) and lead extension were revised for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-extension upn: m365sc2218500 model: sc-3138-25 serial: (B)(6) batch: a26016 UDI: (B)(4).